Manufacturer narrative:
G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use during preparation for an unknown procedure, "roughness" was noted near the tip of a safe-t-j amplatz extra-stiff support wire guide. This was noted when the user was attempting to shape the wire by hand and with the purple introducer included with the wire. The rough fragment reportedly fell off the wire. The device did not make patient contact, and a new wire was used to complete the procedure.

Manufacturer narrative:
Summary of event: as reported, prior to use during preparation for an unknown procedure, "roughness" was noted near the tip of a safe-t-j amplatz extra-stiff support wire guide. This was noted when the user was attempting to shape the wire by hand and with the purple introducer included with the wire. The rough fragment reportedly fell off the wire. The device did not make patient contact, and a new wire was used to complete the procedure. Additional information was received, noting that the mandril protruded from the wire. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One prior to use device and one sealed device was returned to cook for investigation. On the distal tip of the prior to use wire some spacing between coils was noted (could have been caused while shaping) and the weld ball appears to be too small. Since the weld ball is smaller in diameter than the coiling, there would be a noticeable spot where that could be felt, and it is possible that the wires going into it wound have edges that could also be felt (causing the roughness reported). In addition, at approximately 132cm from the proximal end, the green coating was missing exposing the metal wire. Mandrel protrusion was not noted. The sealed wire was bent at approximately 4.4cm from the apex of the curve. The weld ball of the sealed wire matched the wire tip under normal magnification and there was no roughness noted. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the complaint lot. A review of complaint history found two additional relevant complaints for this lot number. The product instructions for use (IFU) warns: ¿altering the tip¿s configuration or curve manually may damage the wire guide.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that an unintended user error contributed to this incident. The device IFU warns, ¿altering the tip¿s configuration or curve manually may damage the wire guide.¿ since the user was shaping the wire using the wire guide inserter, that could potentially break some of the weld ball off, making it appear smaller and feel rough. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received, noting that the mandril protruded from the wire.